Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels between 501-600 mg/dl: cause unknown. Customer administered a correction injection and reverted to an alternate form of insulin therapy to address the bg. System check with tandem technical support confirmed the pump was functioning as intended.